Manufacturer narrative:
Technician found the bed in the bed shop. Found that the casters would not hold and ratchet as the casters were old and worn out. Replaced the brake and brake/steer casters to resolve this issue.

Event description:
Complaint received alleged that the casters would not hold. No alleged injury by account.